Manufacturer narrative:
(B)(4). Date sent: 5/8/2020. D4: batch # r94057. Investigation summary the analysis results found that the instrument er320 was received with the trigger handle broken. No functional test was performed due the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger handle was confirmed to be broken. In addition, 17 clips were found inside clip track. No conclusion could be reached as to what may have caused the firing trigger to become broken. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, staple malformation. The procedure was completed successfully. No patient consequence.